Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance and a loss of capture on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the rv lead was dislodged. The lead was repositioned successfully, and the patient was stable with no adverse consequences.